Event description:
The patient has glaucoma and was undergoing insertion of an alcon hydrus mircostent. The stent got stuck in the injector and would not safely deploy in the correction position. The stent appeared to boomerang back into the eye and could not be located. Av360 degree gonioscopy was performed using an indirect gonioprism and the stent was not visualized in the angle or on top of the iris. The surgeon thinks it may be lodged under the iris. There was a second device from the same lot # that also did not disengage appropriately on the same day. The surgeon had safely placed stents in the opposite eyes of both patients 2 weeks earlier. The patient did well in the immediate follow-up visit the following day but will need ongoing monitoring and likely additional testing to location the stent position. The manufacturer reps were notified and observed cases performed by the surgeon the following day without event. A third patient with a different surgeon at a different location also had difficulty with deployment the same week but the lot number was different. Reference reports mw5154266, mw5154268.